Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The generic power distributor (gpd) was returned for failure analysis, but the reported failure could not be replicated during testing. The gpd board was installed on the test system and was powered on showing no errors. Conducted the vision test and verified that the monitors are working. Verified the power switches and buttons worked. The voltage and current status was normal. System operated with no issue. The replaced dual motor drive (dmd) board was returned for failure analysis and the reported failure could not be replicated. The dmd board was installed and tested on the xi system. Installed instruments into the test system to test the movements. Performed the ergonomic functional test with no issues. Conducted 15 power cycles and idled for 20 minutes. No issue was identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic power distributor, the dual motor drive board, and surgeon's head sensor to resolve the issue. The system was verified and ready to use. A return material authorization (RMA) was issued to have the intuitive components returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon was unable to control the instruments from the surgeon's side console (ssc). The surgeon was able to reposition the master tool manipulators by pressing clutch buttons, but he was not able to move endoscope or instruments. An intuitive surgical, inc. (Isi) technical support engineer (tse) went through multiple troubleshooting steps with the surgeon, but the issue persisted. The surgeon elected to convert to laparoscopic surgery. There was no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the laparoscopic procedure was successfully completed.